Event description:
It was reported that this patient experienced syncope while washing hands. Upon review of device check. The patient's implanted device delivered a shock. The patient was discharged from the hospital to return for a scheduled ablation procedure. Treatment included medication. No additional adverse patient effects were reported.